Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 945 mcg via an implantable pump. It was reported that the patient's pump flipped and there were no patient symptoms. There were no known external factors and no troubleshooting was performed. Actions/interventions taken included a pump revision where the pump was flipped to the correct position and sutured down. A portion of the pump segment was also replaced. The issue was resolved at the time of the report.